Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Following information requested but unavailable: what did ¿the jaw of the tweezers broke¿ mean? Did the blade tip break off? Did the white tissue pad detached? If yes, is the white tissue pad completely missing from the clamp arm of the device?

Event description:
It was reported that during the procedure of hysterectomy the jaw of the tweezers broke. No further details provided.

Manufacturer narrative:
(B)(4). What did ¿the jaw of the tweezers broke¿ mean? The blade of the tweezers did not break, it only stopped working. Did the blade tip break off? No. Did the white tissue pad detached? No. If yes, is the white tissue pad completely missing from the clamp arm of the device? Not applicable. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.